Manufacturer narrative:
Concomitant medical product: dtba2d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone and an interrogation showed an alert for low right ventricular (rv) lead pacing impedance on a vector. It was noted that the rv lead was not programmed to that vector and no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.